Manufacturer narrative:
The ge rep conducted an onsite investigation. The on/off switch and lamp were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the on/off switch on the 9800 system needed to be replaced. No pt injury was reported.